Manufacturer narrative:
The catheter was returned for evaluation without approximately 1.0cm of the distal tip and marker band as it remained in the patient. The tubing material at the broken end exhibited jagged edges, exposed elliptical wire, and stretching indicating that catheter broke as it was pulled with forces exceeding the tensile strength of the tubing material. Catheter separation. (B)(4).

Event description:
Treatment of a cerebellar avm (arteriovenous malformation). The patient's anatomy was tortuous. On (B)(6) 2014, the patient underwent onyx embolization treatment. Post onyx injection, it was reported the distal tip of the catheter separated with a piece of onyx as it was being pulled with some resistance and they (catheter tip and piece of onyx) migrated into the mid superior cerebellar artery causing flow arrest. Prior to catheter separation, it was reported the physician embolized one portion of the avm without incident and pulled the marathon to access a different portion of the lesion through the superior cerebellar artery. The onyx embolization was successful with 1cm or less of reflux prior to the separation. On (B)(6) 2014, it was reported the patient suffered a stroke and was in poor condition. On (B)(6) 2014, the patient was extubated and doing well according to the physician. On (B)(6) 2014, it was reported there will be no attempts to remove the broken catheter tip and onyx as the patient is making progress. Same event as MDR # 2029214-2014-00432.